Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A service agent contacted physio-control to report that their customer's device had a service indicator present. There was no patient use associated with the reported event. Upon further testing, the service agent advised that in addition to the service indicator being present, the device would not charge when prompted. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio confirmed that a service indicator was present and that the device would not charge and shock when prompted. Physio determined that the cause of the reported issue was the therapy pcb assembly. The customer was provided with a replacement device.